Event description:
The customer reported differences in sensor versus blood glucose readings. Troubleshooting was done. Explained to customer why there are differences of sensor and blood glucose readings. Troubleshooting was done. Customer's blood glucose was unknown. Customer also mentioned that she gets threshold suspend alert a lot of times. Troubleshooting was done for threshold suspend. Advised the customer to monitor blood glucose with meter and calibrate 3-4 times a day when stable to ensure accuracy of sensor glucose reading. Customer also mentioned she had site issue due to possible allergy to adhesiveness. Troubleshooting was done for site issues. The customer was advised to call help line for assistance if needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.